Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. Pictures were provided in the journal article, however is it unknown if they apply to the patient reported in this complaint. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Review of the journal article identified the patient had bilateral hip replacements on an unknown date. The patient did well until they experienced pain and a limp. Imaging identified lucency in the femur, with a pseudotumor present. Lab tests also confirmed elevated metal ions and metallosis. A revision has not occurred. X-rays were provided in the journal article; however, it is unknown if they are related to the patient reported in the complaint. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D6a: implant date: unk date in 2009/2010. G2: foreign: india. G2: salil m, prasad gv, thilak j. Progressive loosening in metal-on-metal total hip arthroplasty after fifteen years of effective function: two case reports. J orthop case rep. 2025 aug;15(8):76-81. Doi: 10.13107/jocr.2025.v15.i08.5890. Pmid: 40786751; pmcid: pmc12328985. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a case study that a patient had initial bilateral total hip replacements on an unknown date. The patient did well until presenting 15 years later with bilateral hip pain and limping. Radiographs revealed radiolucent lines in both femurs. MRI showed evidence of pseudotumors with left greater than right. Lab testing revealed elevated metal ion levels. The patient has been advised to revise the right hip; however, the patient has yet to decide on it. Attempts have been made and no further information has been provided.